Event description:
(B)(4). The dealer reported that the unknown power lift motor actuator would not let the boom stay in the utmost position, and it would drift down. There was no patient injury reported.

Manufacturer narrative:
(B)(4). Correction made on brand name to show non ac powered patient lift.